Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported, the ngage nitinol stone extractor broke at the biopsy port site during a ureteropyeloscopy and lasertripsy of kidney stone procedure. They were able to extract the distal end as it was within the scope. No product was left inside the patient, and the remainder of the procedure was completed without a basket. The patient reportedly experienced no harm as a result of the issue. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use, and quality control data. One ngage nitinol stone extractor was returned for investigation. Inspection of the returned device noted: the device was returned with the handle in the closed position. The mlla [male luer lock adapter] was loose. The collet knob was tight and secure. The basket sheath was severed. The length of handle and basket sheath segment measured 32 cm. With the handle in the open position, 1.4 cm of the coil assembly protrudes the basket sheath. A functional test determined the handle actuates the coil assembly within the basket sheath. The distal segment of the basket sheath measured 82 cm. The basket formation was in the closed position. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The returned device was found to have the basket sheath and basket assembly broke in the same location, approximately 82cm from the distal end of the device. The force required to separate both the basket sheath and basket assembly indicate a large force was applied to the device during use. The IFU states that excessive force could damage the device. It was concluded that excessive force was inadvertently applied to the device during use, causing the observed damage. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue to monitor for similar complaints this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during an ureterpyeloscopy and lasertripsy of kidney stone using a ngage nitinol stone extractor, the ngage snapped at the biopsy port site. The wire piece snapped. The separated distal end was retrieved from the inside scope. No device fragments remained inside the patient. The remainder of the procedure was completed without a basket. The patient experienced no adverse effects and required no additional procedures as a result of this occurrence.